Manufacturer narrative:
Complaint confirmed. The device tip was found to have broken off. The most likely cause(s) of this type of event include continually applying torque when the implant is fully seated, flexing the joint during insertion of the implant with the driver engaged and/or prying/leveraging the driver while the implant is still loaded.

Event description:
It was reported during an elbow mcl reconstruction, during final fixation of the ar-1530ps tenodesis screw, the screw went into the tunnel fine and upon removing the inserter handle, the tip of the inserter broke off into the head of the screw. The rep stated the surgeon attempted to use suction and grab the broken tip with pick ups, but no avail. The fragment could not be retrieved as it was reversed inside the head of the screw, and there was not enough space to insert another inserter. X-rays were taken and the patient was closed. The rep stated the remaining portion of the inserter handle will be returning for evaluation.